Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer battery would not hold a charge. It was recommended that a new battery be ordered and the original be returned. The status of the programmer is unknown. There was no patient involvement.